Event description:
15~ hcp reported the pt was experienced poor pain control. A dye study was done that was reported to be okay. The pump failed multiple rotor studies - the rotor did not turn. The pump was explanted and replaced and returned to the MFR for analysis. On explant, the programmer read 1.4ml in the reservoir and the actual removed from the reservoir was 10ml. The pt outcome was not reported. A follow up report will be sent when add'l info is received.